Event description:
The stryker micro oscillating saw was sent in for repair because the motor was getting hot. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed. Corrosion damage was noted on the drive pin, the rotor assembly and the bearings. The rotor assembly was identified as the primary cause of the failure. The device was repaired, cleaned, lubed, adjusted and returned to the customer.